Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant on (B)(6) 2019 during device connection to leads, high impedance was measuring out of range. The physician attempted to reconnect leads and retest, however the impedance was still measuring out of range. A new device was requested. The leads were also tested again through the psa to isolate the issue to the device header. There were no adverse effects to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.